Manufacturer narrative:
The event took place outside of the USA (in (B)(6)) and was associated with a product that is also cleared for the market within the USA.

Event description:
Revision for dislocation . The patient dislocated his own shoulder by lifting a weighty object during his convalescence. The surgeon replaced the cup with a stability cup.